Event description:
It was reported in a neurointervention article that during a stent assisted coil embolization procedure; the stent was inappropriately deployed proximal to the target lesion while treating a wide neck paraclinoid internal carotid artery (ica) aneurysm with atherosclerotic change in parent artery. The stent was successfully removed with a snare device and another stent was deployed to continue with the stent assisted coil embolization. No additional information is available.